Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph (10 mg/ml at 1.46 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient experienced a little more sedation after the last refill in (B)(6) of 2019.